Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced earlier than expected. It was stated that longevity calculations were performed to estimate the implantable neurostimulator (ins) battery life. The results were noted as the following: measured at 4.8 volts, 180pw, 60 hertz, and 600 ohms, the estimated replacement indicator (eri) was 2.11 years and the end of service (eos) was 2.36 years. It was stated that the device lasted nine months instead of the expected 18 months. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3387s-40, lot# v018325, implanted: (B)(6) 2008. Product type: lead. (B)(4).